Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected hardware reset occurred. The customer's blood glucose value was unknown. Troubleshooting was done. The customer stated that they were able to clear the alarm and able to rewind the insulin pump. The pump error occurred more than twice when performing displacement test. The customer was advised to replace the insulin pump and revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify a broken force sensor was detected during seating or regular delivery error alarm due to motor error alarms.